Event description:
As reported by the affiliate, during a percutaneous transluminal angioplasty (pta) of the superficial femoral artery, thromboaspiration inside a smart stent placed in the lesion was attempted with a 6f .070 11cm jr4 vista brite tip guiding catheter; however, it stuck with the stent and the brite tip got frayed. It occurred during the delivery of the guiding catheter to the stent to aspirate thrombus inside the stent. It was easily removed from the patient and exchanged for another one. The procedure was completed successfully. There was no patient injury reported. The device will not be returned for analysis. : the target lesion was a superficial femoral artery with moderate calcification and tortuosity. There was 100% stenosis in the lesion. The product was clinically used. The target lesion had moderate calcification and tortuosity. There was a rate of 100% stenosis in the lesion. There was no difficulty advancing/tracking the device towards the lesion. There was no difficulty withdrawing the device from the stent. The device did not kink or bend at any time prior to the difficulty experienced. There were no anomalies/damages noted to the device prior to insertion into the patient. The device was stored, inspected, and handled according to the IFU guidelines. The device prepped normally. No unusual force was applied at any time during the procedure.

Manufacturer narrative:
This is the initial and final report for this device. The gender of the patient is unknown. This is one of two products involved with the reported events and are associated manufacturer report numbers 9616099-2014-00235 & 9616099-2014-00236. Complaint conclusion: during the delivery of a 6f .070 11cm jr 4 vista brite tip guiding catheter to the superficial femoral artery, it became ¿stuck¿ inside a smart stent and was noted to be frayed upon removal from the patient. There was no reported patient injury. The procedure was a percutaneous transluminal angioplasty of the superficial femoral artery with thromboaspiration inside a smart stent. The lesion had moderate calcification, tortuosity and 100% stenosis. The guiding catheter was stored, inspected and handled according to IFU guidelines. No anomalies were noted during inspection and preparation of the device. There was no difficulty advancing/tracking the device towards the lesion. During the delivery of the guiding catheter to the stent to aspirate a thrombus the catheter became ¿stuck¿. The device did not kink or bend at any time prior to the difficulty experienced. No unusual force was applied at any time during the procedure. There was no difficulty withdrawing the device from the stent, and it was exchanged for another catheter. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot was performed and no anomalies, excursions or nonconformances were found. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. The vista brite guiding catheter is intended to used for the introduction of interventional/diagnostic devices into the coronary or peripheral vascular system. Based the information available and without return of catheter for analysis, the reported ¿body/shaft withdrawal difficulty¿ and ¿distal tip frayed/split/torn in patient¿ could not be confirmed. However, vessel characteristics (moderate calcification, tortuosity, 100% stenosis) and procedural factors (catheter became ¿stuck¿ during thromboaspiration inside a stent) may have contributed to the reported event. Neither the information available nor the DHR suggests that the reported issue could be related to the design and manufacturing process of the device. Therefore no corrective action will be taken at this time.